Event description:
It was reported to philips that during maintenance testing by the hospital biomed, the device passed opcheck and then a few minutes later displayed a red x. The hospital biomed ran an additional opcheck. The device continued to beep at the charge button step during opcheck and doesn¿t get to the point where shock can be pressed. The only way to stop the beeping was to restart the device. The device then displayed a shock equipment malfunction inop message at power on. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.